Event description:
The customer initially called in because of erratic readings. During the call it was discovered segments were missing on the display in the 100's column. No adverse event was alleged. A new meter was sent and the customer was expected to return her meter for evaluation.